Event description:
Information was received from a consumer regarding a patient receiving morphine dose and concentration not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. The patient reported the pump was checked yesterday and a read out showed that the pump was not administering medication. The patient stated the pump was not alarming. The patient was sick (flu like symptoms) and starting to go through withdrawal. The patient thought that the pump needs to be replaced. The patient further stated that their ptm was not working and it was not administering medication. The ptm was acting funny and the read out confirmed the patient was not getting any medication. The patient confirmed that the pump and the ptm were not dispensing medication.

Manufacturer narrative:
The main component of the device system the relevant components include: product ID neu_ptm_prog, serial # unknown, product type programmer, patient.

Event description:
Additional information was received from a manufacturer¿s representative (rep) regarding a patient receiving a dose of 119.25mcg/day at a concentration of 300mcg/ml of clonidine, a dose of 9.960mg/day at a concentration of 25mg/ml of bupivacaine, and a dose of 9.960mg/day at concentration of 25mg/ml of morphine via an implantable infusion pump. It was reported that the patient¿s personal therapy manager (ptm) programmer was not working. The patient was brought in to troubleshoot. The pump patient administered (pa) logs and ptm technical report were read. The pump logs indicated that the patient last had a successful bolus in (B)(6) 2016 with no lockouts or attempts since then. The logs also showed that the patient had only one bolus in all of 2015. The rep was advised to re-train the patient on correct use of the ptm. Discussed options of doing a single bolus, catheter diagnostics, or dose adjustments as hcp deemed necessary. No additional symptoms were reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.